Manufacturer narrative:
(B)(4). The device was plugged into the generator and activated on simulated tissue with acceptable results. Functional testing was performed with the returned device on porcine kidney tissue. Multiple seals on various size vessels were made. All seal cycles were completed satisfactorily and end tones were heard indicating completed activation cycles.

Manufacturer narrative:
(B)(4). The incident sample has been requested but to date has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that during a proximal pancreaticoduodenectomy case the surgeon believed the device stopped sealing effectively. An end tone, indicating a complete seal cycle, was provided by the generator in use. The surgeon opened another device of the same type in order to complete the procedure. There was no patient injury or bleeding.